Manufacturer narrative:
Corrected information in d4: UDI number, d10, h3, and h5. Additional information in h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is non-verifiable for one (1) out of one (1) instinct java final driver (part number "046w1an00641") for the reported failure of tip fracture. Visual inspection confirmed the fracture. Medical records were not provided for review. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds initiated prior to the notification date. Device usey this device is used for treatment. Corrective/preventive action no corrective or preventive actions are recommended at this time. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a java instinct screwdriver shaft fractured during surgery. All parts were retrieved by the surgeon and there was no reported patient harm or injury.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a java instinct screwdriver shaft fractured during surgery. All parts were retrieved by the surgeon and there was no reported patient harm or injury.